Event description:
It was reported that, this pacemaker and the right ventricular (rv) lead were explanted and surgically abandoned respectively due to loss of capture (loc), high pacing threshold and a lead safety switch (lss) due to low impedances out of range. No additional adverse patient effects were reported.